Manufacturer narrative:
Pending device return from distributor.

Event description:
Product nb8000 light handle cover was received with a crack.

Event description:
Product nb8000 light handle cover was received with a crack.